Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered poor communication. The caller stated the patient programmer (pp) worked fine prior to surgery, but after surgery they "couldn't get the remote to read out." The caller stated the prior to surgery the patient was on 1.4 on program one and after surgery the pp reported that therapy was on set to 0.0 on program 4. The patient was unable to increase stimulation and could not confirm the message that the patient saw. The patient could not get the pp to work and stated that it was "doing what it did now." The caller reported that the patient tried replacing the batteries and tried everything that was in the book. The patient was advised to follow-up with their healthcare provider (hcp) and no patient symptoms were reported. No complications were reported or anticipated.